Event description:
Product being returned for symptoms associated with current field action. (B)(4).

Manufacturer narrative:
Return of product pending. Classification & assignment of z # pending. Philips internal reference number (B)(4).